Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0178549 is no longer considered reportable, please disregard any MDR reports associated with it.

Event description:
It was reported that the pump exhibited error code alarms. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.